Event description:
The pump was returned for investigation. Investigation revealed a dim discolored display screen and a crack in the battery compartment. This report is made based on results of investigation completed on 01/15/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the pump booted to the verify screen with a dim pink contrast. Additonally, the battery compartment had a crack from the case to the seal. Unrelated to these issues, the pump¿s black box indicated a pump reboot event on 11/03/2013. The pump was not set to the correct time and date when it was returned. When the pump was opened to investigate the internal clock battery was found to be leaking. Visual inspection of battery compartment revealed, compartment crack from threads to case seal. (B)(6).